Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. Due to the returned condition of the device, no further testing could be performed to evaluate the reported event of malformed clips. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic whipple procedure, while applying clip of the device on vessel, the clip malformed and didn't form on vessel. It is unknown how the case was completed. There were no adverse consequences for the patient.